Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner; unknown head; unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01708.

Event description:
It was reported patient has been indicated for revision approximately 15 years post implantation due to pain and implant loosening; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 48mm metasul head; #12 lm fiber metal femoral component; +4mm head adapter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.